Event description:
The customer observed falsely depressed alinity I tsh results for a male pediatric patient. (Customer reference range: 0.6-5.5 iu/ml) sid: (B)(6). (B)(6) 2022 results (ai01129) = 0.02 iu/ml, 0.01 iu/ml, 0.02 iu/ml. (B)(6) 2022 result (ai01229) = 0.01 iu/ml. (B)(6) 2022 result (ai21911) = 0.75 iu/ml. (B)(6) 2022 result (ai01226) = 0.71 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Sid (B)(6).

Manufacturer narrative:
The complaint investigation for falsely depressed alinity I tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained kits with the complaint lot number 41170ud00. Return testing was not completed as returns were not available. In-house accuracy testing was completed using retained samples of the complaint lot 41170ud00 to assess assay performance. Results determined that the assay met acceptance criteria and the product is performing as expected. Device history record review for lot 41170ud00 did not identify any non-conformances or deviations. Labeling was reviewed and provides instructions and troubleshooting information for the customer when they obtain erratic results. Based on our investigation, no systemic issue or deficiency with the alinity I tsh assay for lot 41170ud00 was identified.

Event description:
The customer observed falsely depressed alinity I tsh results for a male pediatric patient. (Customer reference range: 0.6-5.5 iu/ml). Sid (B)(6) : 06sept2022 results (ai01129) = 0.02 iu/ml, 0.01 iu/ml, 0.02 iu/ml. 07sept2022 result (ai01229) = 0.01 iu/ml. 07sept2022 result (ai21911) = 0.75 iu/ml. 07sept2022 result (ai01226) = 0.71 iu/ml no impact to patient management was reported.